Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00975. Review of the most recent repair record determined the cutter failed the test mesh cut due to an incomplete mesh. The cutter does not meet the zimmer mesh test acceptance criteria. The cutters were returned unrepaired. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutter failed the mesh test. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.